Manufacturer narrative:
Continuation of d10: product ID 977a275 lot# serial# (B)(6) implanted: (B)(6) 2022 explanted: product type lead product ID 977a275 lot# serial# (B)(6) implanted: (B)(6) 2022 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(6), ubd: 22-jun-2026, UDI#: (B)(4) ; product ID: 977a275, serial/lot #: (B)(6), ubd: 23-jun-2026, UDI#: (B)(4) g2. Foreign: japan it remains unclear which lead ((B)(6) electrodes number 0, 1, and 2 with high and out of range impedances were on. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for chronic intractable pain. It was reported that numbers 0, 1, and 2 electrodes have high impedance. There was nothing in particular that contributed to the event. No action was taken because the electrode was not originally used as a stimulation electrode. The issue was resolved. There was no health damage. Additional information was received from a manufacturer representative. It was noticed from the session report that the impedance measurements were high and out of range with a status of avoid for 0, 1, and 2. The patient is receiving effective therapy since the number 0 to 2 electrodes are not used. The cause was unknown. Additional information was received from a manufacturer representative. It was reported that electrodes number 0, 1, and 2 had high impedance values. There was nothing in particular that contributed to the event. No troubleshooting or actions were taken. The issue was resolved. No surgical intervention occurred, nor was planned. Additional information was received from a manufacturer representative. It was reported that a cause was not identified. No any actions were taken to resolve the event because it was not used with stimulation electrodes. It was not identifiable which lead it occurred in.